Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was noted to have an acute change in neurological status and a stroke was confirmed. The pt underwent a pump exchange from one lvad to another lvad due to suspected pump thrombus and acute cerebrovascular accident (cva). User facility report (B)(4) was received from the (B)(4) registry.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. The user facility report (B)(4) was received from the (B)(4) registry.